Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 218,318 joules of use and 42 minutes, forward firing was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with an alternate procedure (turp). Patient outcome "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.